Event description:
It was reported by an attorney that in 2006, the decedent was at his home in cook county, illinois, and he was using the pacemaker in a normal and expected manner when he started having pain. He was admitted to advocate trinity hospital in cook county, illinois. It was alleged that his pacemaker had exploded. Follow-up with advocate trinity hospital showed that they had no record of this event. Cause of death was requested, but not received. Further information received indicates that the metal fragments were from a prior gunshot wound and not from any alleged exploding ICD.

Manufacturer narrative:
Other: it was reported by an attorney that in 2006, the decedent was at his home in cook county, illinois, and he was using the pacemaker in a normal and expected manner when he started having pain. He was admitted to the hospital. It was alleged that his pacemaker had exploded. Follow-up with advocate hospital showed that they had no record of this event. Cause of death was requested, but not received. Further information received indicates that the metal fragments were from a prior gunshot wound and not from any alleged exploding ICD. No conclusion can be drawn.